Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery - incorrectly displayed issue could not be verified; however, a different issue was identified (battery - not holding charge).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was observed to be fluctuating. The customer's blood glucose was 200 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.